Event description:
Patient reported experiencing an increase in seizures. No additional relevant information has been received to date.

Event description:
Patient had an appointment and battery life was fine. The patient recently had covid and had been experiencing more seizures and the provider thought that it was due to the covid.